Event description:
An abbott plum a pump alarmed, found to be volume completed. The heparin rate was found to be set at 240 ml/hr (120 cc bag found to have infused from 240 cc bag). The infusion was stopped. The ptt was greater than 180. The patient was monitored. The heparin was started at correct rate of 8 ml/hours according to heparin protocol. The patient did not have lasting injury.